Event description:
Pt was on machine running for 2.5 hrs. Began to develop non-radiating chest pain, hypertension. Ntg administered. 10 minutes later, continued to experience chest pain only. Began to rinse back blood and a sucking sound was heard. It was then noted that the arterial line was kinked in the blood pump segment where the rollers were not securing to line appropriately. O2 administered. Blood tubes spun and positive for hemolysis. Hct prior 33.8 dropped to 30.70 and by post treatment 31.70. Pt's bp stabilized by the end. Denies c/o chest pain. Cautioned to look out for cherry colored urine and go to ER if develops any problems. Later rec'd call pt showed up in ER.